Event description:
Clinic notes dated (B)(6) 2014 note that the patient has experienced an increase in seizures frequency with most of them being auras; however, he does have episodes of seizures as well. It was noted that the device was unable to be interrogated. It was noted that the patient has been experiencing an increase in seizures for greater than a year and the patient would be referred for surgery. The patient underwent generator replacement surgery. The generator was received for analysis. Analysis is underway, but has not been completed to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Analysis of the generator was completed on (B)(4) 2014. An open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The device performed according to functional specifications. No abnormal performance or any other type of adverse condition was found.

Event description:
The physician reported that the patient was new to the office on (B)(6) 2014. The physician reported that the patient states that he has refused to have vns checked because he was told that it was always on and no changes were needed and he didn't use the magnet.